Manufacturer narrative:
The serial number of the customer's coaguchek inrange meter is (B)(6) . A retention meter was sent to the customer. The product was requested for investigation but has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation is patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter compared to an unknown laboratory method. The meter result was 4.4 inr. The laboratory result was 3.3 inr. The time interval between the tests is <3 hours. The therapeutic range is 2.5 -3.5 inr.